Manufacturer narrative:
For 1 event, the investigation determined the issue was resolved by the service actions. The follow up actions were the field service engineer replaced pinch tubing and a syringe seal. Prove adjustments were performed. The photomultiplier tube high voltage was adjusted. Performance testing and precision studies were run; these were successful. The customer ran calibration and controls; controls recovered within range. For 1 event, the investigation determined the issue was resolved by the service actions. The follow up actions were the field service representative replaced the measuring cells, performed preventive maintenance, and ran performance testing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous high, results were generated by the cobas 8000 e 602 module. The events involved a total of 8 patients with the following: 2-ft4 g2 elecsys, 6-elecsys hcg + beta test system. The patients' ages ranged from 25 - 82 years. There were 7 females and 1 males.